Event description:
It was reported that the left ventricular (lv) lead exhibited increasing thresholds with a possible compromise in capture. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694965, implantable pacing lead, implanted: (B)(6) 2005; product ID (B)(4), bi-ventricular defibrillator, implanted: (B)(6) 2010; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2002; product ID 5076-58, implantable pacing lead, implanted: (B)(6) 2002. (B)(4).